Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate to severe dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2017. Patient received a dilation. Patient had an exploratory laparoscopy during which the anterior hiatal hernia stitch was removed. Patient received two more dilations. Device explant due to moderate to severe dysphagia occurred on (B)(6) 2017. Device was found in the correct position/geometry at time of removal. Patient's dysphagia symptoms have resolved as of (B)(6) 2017, however reflux symptoms have returned.